Event description:
It was reported that the patient presented in clinic for follow up, experiencing muscle stimulation. Upon review it was noted that the right ventricular lead exhibited loss of capture and no sensing. The patient was sent to the emergency room for a lead revision. Under fluoroscopy it was noted that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. The reported events of failure to capture and failure to sense were not confirmed. Visual inspection of the lead found the helix to be fully extended with sign of blood. X-ray examination found the inner coil was over-torqued at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.